Event description:
It was reported via repair work order that the bed was not working due to wrong footboard being installed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.